Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(4) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 with lot number b97498. It was reported that it was unable to obtain full procedure because device broke and patient was taken to or instead of repeat. No injury to the patient. Follow-up received on 25-feb-2015: information received states that the essure coil broke in half after health care professional deployed the device and tried to withdraw the catheter. Half came out with the catheter and half was still in the fallopian tube. Physician then took patient to operation room and removed the half of the coil which was still in the fallopian tube. Tubal ligation was performed. Ptc investigation result received on (B)(4) 2015. (B)(4). Final assessment: email from sales rep confirming that one essure coil broke in half during placement and the broken coil was removed from the patient and a tubal ligation was performed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and the physician was unable to obtain full procedure because the device broke in a half and instead of repeating it, the patient was taken to the operation room, for essure removal. The device breakage is non-serious and listed according to technical analysis. Single cases have been reported of essure breakage. In this particular case, essure coil broke in a half after health care professional deployed the device and tried to withdraw the catheter. Half came out with the catheter and half was still in fallopian tube. Physician then took patient to operation room and removed the piece of the coil which was still in the fallopian tube. Considering the event occurred in association with essure insertion and given its nature, causality is assessed as related to essure use. Since essure was removed (intervention required implied) this case is regarded as incident. Product technical complaint analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information is expected.

Manufacturer narrative:
General essure questionnaire received on 11-may-2015 from physician: the patient had no previous gynecological interventions. The essure lot number used was b97498 with expiration date 31-dec-2016. The patient was not post-partum state at time of the insertion. During insertion no cervical dilation, sounding, analgesia and no general anesthesia were applied. At first, the insertion was considered easy on right side but the left side started contracting. The tubal ostium visualization was also considered easy at beginning but then the contraction of uterus began. Still, both sides were visualized. The procedure did not take more than 20 minutes and fluid loss during hysteroscopy was less than 1500 cc. No imaging test was performed to confirm essure placement. No hsg (hysterosalpingogram) was done. The patient used oral back-up contraception before total occlusion confirmation. On (B)(6) 2014, essure devices were removed by laparoscopy. Hysterectomy and salpingectomy were not necessary. The essure removal was performed because the patient requested it but also because it was medically necessary. Since only one placement was made, a surgery was required to achieve a bto (understood as bilateral tubal occlusion). After the surgery the patient's symptoms resolved; physician stated that he final results were good. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and the physician was unable to obtain full procedure because the device broke in a half and instead of repeating it, the patient was taken to the operation room, for essure removal. The device breakage was considered serious due to required intervention and listed according to technical analysis. Single cases have been reported of essure breakage. In this particular case, the insertion was considered difficult on the left side. The uterus started contracting and essure coil broke in a half after health care professional deployed the device and tried to withdraw the catheter. Half came out with the catheter and half was still in fallopian tube. Physician then took patient to operation room and removed the piece of the coil which was still in the fallopian tube. Considering the event occurred in association with essure insertion and given its nature, causality is assessed as related to essure use. Since essure was removed (intervention required implied) this case is regarded as incident. Product technical complaint analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.